Event description:
The customer reported, the system's left monitor failed to operate properly. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Per the engineer, the log indicated warm anode warnings and noticed the tube type was incorrect in utility suite for the 99b tube type. This was corrected. The system was then found to be working as intended.